Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on intra-aortic balloon pump per the schedule set out by the OEM due to no available trained staff in our area. Equipment is on full support (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for devices as they are life support devices.